Event description:
It was reported the patient had their device removed due to pain. It hurt more than it helped where the battery was, the wires up their back, and the paddle that flipped up making a small fin on their back.¿

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).